Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of diabetic ketoacidosis. Reporter stated, she believed the patient's blood sugars were running high the evening before the hospitalization because the patient was getting up frequently to use the bathroom. States he started vomiting at 5am, the same day. Blood glucose was checked at this time and was >500 mg/dl. At that point, they changed infusion set and cartridge and then bolused 10 units on pump. Transported to the hospital at 7am. Upon admit, the patient's blood glucose was 590mg/dl, the patient was treated with IV fluids and insulin. The device history was reviewed and no abnormalities were found and it was reported the device appeared to be operating correctly. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass on delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.